Manufacturer narrative:
Complaint trending report review determined that there is no adverse trend for the product. A review of the product labeling concluded that the issue is sufficiently addressed. A review of the product quality history for the lot number using search of the corrective and preventative action did not identify issues associated with the customers observation. A testing protocol was executed using in house retained samples of reagent lot 04405ui00. All validity and acceptance criteria were met during demonstrating that this lot is performing acceptably. No product deficiency was identified.

Manufacturer narrative:
Patient identifier did not contain enough spaces, the entire ID (B)(6). An evaluation is in process. A follow up report will be submitted when the evaluation is completed.

Event description:
The account generated false positive architect total bhcg on patient (B)(6) of 122.31 miu/ml that repeated negative of less than 1.2 miu/ml. No impact to patient management was reported.